Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had noise. Last year rv impedance started becoming jumpy and eventually lead to a lead safety switch ( lss ). Noted also an episode in (B)(6) 2017 of rv oversensing, very spiky, and there was questionable loss of pacing for more than 2 seconds. Plan was to monitor for now. And xray was suggested. The following physician was dr. Mohan rao at sand constellation heart institute in rochester, ny. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).